Event description:
Related manufacturer reference number:3006705815-2022-16411. It was reported that during a trial procedure on (B)(6) 2022, the physician experienced some difficulty accessing the epidural space and encountered two small wet taps. The procedure was aborted. Following the procedure, the patient experienced a mild headache for approximately a day and half. The issue has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.